Manufacturer narrative:
Medical device brand name: bd vacutainer® boric acid sodium borate/formate c&s urine tube. Bd received nothing from the customer facility for investigation. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported bd vacutainer® boric acid sodium borate/formate c&s urine tube did not fill properly. No report of injury or medical intervention. No report of blood exposure to mucous membrane.